Event description:
The following has been reported: biomed reported: looks like fluid got between the screen and the display. No patients or users were harmed. 6/3/24 - asked biomed if pump stopped function due to fluid ingress, biomed responded "I assume it stopped working because of the fluid ingress". A preliminary review of the logs identified the following issue: mechanical hardware failure (screen - fluid ingress). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
Upon investigation, the complaint was confirmed. It was discovered during internal investigation that this device shows signs of fluid ingress throughout the inside of the pump. Set ID seal appears intact as contamination at the seal does not cross over into the set ID. Ingress points identified as lcd rtv as well as fva pin lip seals.